Manufacturer narrative:
(B)(4). The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device unit collar did not adjust to 01.5 mm setting. Therefore, the reported condition was confirmed. It was also found that one of the balls from the turn sleeve was displaced between the slide sleeve and turn sleeve. The assignable root cause of this condition was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the quick coupling device unit collar did not adjust to 01.5 mm setting. During in-house engineering evaluation, it was determined that one of the balls from the turn sleeve was displaced between the slide sleeve and turn sleeve. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.